Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting shock lead impedance out of range. The device also experienced pacing impedance low out of range. Technical services (ts) was consulted and noted noise signals as well. The device remains in service. No adverse patient effects were reported.